Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not subjected to positive pressure. No issues were noted with the balloon material or blades of the device. All blades were present and fully bonded to the balloon material. A visual examination identified that the shaft was completely detached at the shaft to distal tip bond. This type of damage is consistent with excessive tensile force being applied when attempting to remove the balloon protector without applying a sufficient vacuum to the device. A visual examination identified no damage or issues with the markerbands of the device. A visual and tactile examination found the hypotube of the device to be kinked at approximately 330mm distal of the strain relief. This type of damage is consistent with excessive force being applied to the device.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that the device could not cross the catheter. The 99% stensoed target lesion was located in the moderately tortuous and calcified popliteal vessel. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the guidewire was to cross the catheter outside the patient. The procedure was completed with a different device. There were no patient complications reported. However, device analysis revealed that the shaft was completely detached at the shaft to distal tip bond.